Manufacturer narrative:
A steris account manager contacted the user facility regarding the event and confirmed that no injuries occurred as a result of the use of expired s40 sterilant. The user facility stated that patients and physicians were notified of the event per hospital protocol. The system 1e operator manual states (pp.1-2), "do not use s40 sterilant concentrate past the expiration date printed on the carton." The operator manual further states (pp. 3-2), "always read the package insert for s40 sterilant concentrate for detailed information, including warnings and precautions, directions for use, storage conditions and expiration date, emergency and safety information, and sterilant container disposal instructions." The s40 sterilant carton labeling states "check that the manufacturer's expiration date has not lapsed. Do not use the s40 sterilant concentrate container past the printed manufacturer's expiration date." The steris account manager offered in-service training on the proper use and handling of s40 sterilant however, the user facility declined. The user facility reported that they re-trained their staff to ensure s40 sterilant expiration dates are reviewed prior to use.

Event description:
The user facility reported that expired s40 sterilant was used during two system 1e processing cycles. No adverse events were reported. No procedural delays or cancellations were reported.